Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. A supply change was performed/customer reloaded the cartridge to address the issue. Customer¿s blood glucose level was 108-118 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.